Manufacturer narrative:
Review of the reaction monitors showed an unusual signal jump during test measurement. The analyzer's alarm trace shows cell blank alarms and cell skip retries. These issues could cause the reported issue.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of an erroneous, high crej2 creatinine jaffé gen.2 result on a sample from a patient tested on a cobas 8000 c 702 module with serial number (B)(4). The sample initially yielded a sample clotted alarm for crej2. The sample repeated with a crej2 of 4.69 mg/dl. The sample was repeated on 2 other c 702 modules on (B)(6) 2017: 0.52 mg/dl, 0.77 mg/dl, 0.78 mg/dl. The 0.77 mg/dl result was reported outside the laboratory. There was no allegation of an adverse event. The crej2 lot number was 27623601 with an expiration of 30-jun-2019.

Manufacturer narrative:
The investigation concluded the discrepant results were due to the customer not taking appropriate action in response to system alarms.